Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The lot number is unknown. Since the lot number is unknown, no batch review will be performed. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: baxter received one used set with cap on dark blue connector and no cap on patient connector. During visual inspection, it was noted that there was no whitish spot on the occluder leg. This complaint was confirmed in the lab for a leak due to broken occluder, but the cause was undetermined.

Event description:
A customer reported to baxter that a minicap transfer set was leaking during use. The customer stated that the set was in use by patient since (B)(6) 2011. The customer stated that the transfer set was leaking despite the twist clamp being closed. The customer was unsure when the leak started. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.